Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the patient's transmitter stopped working without any warning. There was no report of injury or medical intervention. No additional event or patient information is available.